Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The reported event does not allege or indicate that a device deficiency had occurred. Possible contributing factors can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored and complaints trending and control limits are managed and assessed

Event description:
Edwards received notification of an evoque valve in tricuspid position where on post-operative day (pod) 521, the patient was admitted for heart failure and treated with heparin for valve thrombus. On pod 523, patient was discharged home on apixaban. There is no core lab analysis of the imaging performed during the hospitalization, and no evidence of thrombus on subsequent core lab imaging. No additional treatments or interventions reported.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4) the manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.